Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The manufacturer¿s field service engineer (fse) - inspected the device and replaced the user interface cable and power management printed circuit board assembly . The fse - reported that, during servicing, the ventilator unit's navigation ring (nav-ring) was found to be not functioning properly. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. The fse replaced the front bezel to address the finding. The fse tested the unit; the unit was fully operational. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an alarm light emitting diode (led) failed error message. No patient harm reported.